Manufacturer narrative:
(B)(4).

Event description:
It was reported the healthcare provider would ¿install the cam mechanism in¿ and close the stimloc clip to make sure it fit and then insert guide tubes ¿through the open door.¿ it was stated sometimes the clip mechanism did not work when testing and needed to be replaced or the "burr-hole" enlarged. It was later reported the doctor could not recall any specific incidents that had occurred. It was stated they were general issues and the doctor was not referring to specific patients or events.